Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental MDR will be submitted to report device analysis.

Event description:
It was reported that during a renal stenting treatment procedure, stent damage occurred. The express biliary stent was being used in conjunction with a buddy wire, when it was noted that a strut had been lifted off the stent. The physician withdrew the stent and delivery device, and successfully completed the procedure with another of the same device. No pt injuries or complications were noted. Pt status is reported as "okay." Add'l info regarding this event has been requested.